Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump had a black vertical line across the screen that blocked the graphics and text. Customer's blood glucose was 113 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.